Event description:
The customer reported that the battery in the heartstart xl was not charging. There was no report pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.